Event description:
A user of a dreamstation auto CPAP w/humid, bl device contacted the manufacturer. The user complains of a black filter, hose, and particles coming from the device. There was no allegation of patient harm or serious injury, and no medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.